Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed the high pressure test. The customer¿s blood glucose level was 372 mg/dl. The customer reported the high blood glucose level. Customer treated with insulin shots. The customer reported that the drive support cap was normal. The troubleshooting was performed for high blood glucose and under delivery. The high pressure test was performed for two times, but it was failed. The customer was advised that insulin pump would need to replace and advised to discontinue the use of the insulin pump and revert to a backup plan. The insulin pump will not be returned for analysis.